Manufacturer narrative:
H10: the device evaluation was completed. A visual inspection with the naked eye revealed an incomplete heat seal bead weld on the tubing to the patient connector. No functional testing was performed. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue which occurred during the rf (radio frequency) welding process between the patient line tubing and the patient connector automation assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of a homechoice automated pd set with cassette separated from the tubing. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. To resolve this issue, the cassette was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.